Manufacturer narrative:
Per the clinic, it was reported that prior to explantation, the patient had developed an infection at the implant site that resulted in the extrusion of the device.

Manufacturer narrative:
This report is submitted on february 8, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver through the skin flap. Subsequently, the patient underwent revision surgery on (B)(6) 2017, and the receiver stimulator was explanted. The electrode array was left insitu to preserve the cochlea for future implantation.